Event description:
Patient had PICC inserted on or shortly before (B)(6) 2013. Patient referred to radiologist/cath lab for removal on (B)(6) 2013, due to knot in PICC approx 2 cm from end. Doctor office unable to remove it. PICC removed through ij access using snare.